Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent keypad problem, which was experienced during evaluation as a delay in response. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump had a intermittent keypad problem. It was also reported there was no patient injury.